Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high defibrillation impedance. Diagnostic imaging did not reveal any physical anomalies. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.